Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level of 24 mmol/l. The infusion set is also leaking. Infusion set will not be returned for analysis.

Manufacturer narrative:
Initiated supplemental report because the case was reported in error. The customer reported a high blood glucose of 24 mmol/l with no reportable malfunction on the insulin pump.